Manufacturer narrative:
The investigation identified user error as the cause of this issue. In addition a review of the complaint history for abbott axsym was performed and no other complaints related to this issue were found. Labeling review: axsym system operations manual: section 7: operational precautions and limitations: non-operating personnel working near the system should also be alert to biohazards. The laboratory is urged to maintain a high level of biosafety awareness, based on fundamental principles such as a lab coat, disposable gloves, and eye protection must always be worn when test samples are handled. Section 8: hazards: overview provides the statement of the axsym system contributes to laboratory safety by reducing personnel exposure to biohazards. This does not reduce the importance of biosafety awareness where such hazards exist, however and adds the need for awareness of risks inherent in electromechanical equipment operation. Under the procedural hazards, a potential biohazard warning instructs operators to wear gloves, lab coats, and safety glasses, and follow other biosafety practices as specified in the osha bloodborne pathogen rule or other equivalent biosafety procedures. A malfunction did not occur. This is the final report.

Event description:
The abbott field service representative (fsr) was working on the axsym analyzer. The fsr was using needle nose pliers to release the drain manifold. The pliers slipped and the fsr's thumb was cut by a plastic clamp on the analyzer. The cut was bandaged and the fsr was prescribed antibiotics (500 mg capsules floxapen). No stitches were necessary.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.